Event description:
The customer reported that during a tvh, the surgeon noticed that the knife was exposed from the jaws. There was no pt injury.

Manufacturer narrative:
Covidien reference: (B)(6). Date of initial report:(B)(6)2010. The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.